Manufacturer narrative:
(B)(6). The remote service engineer (rse) conducted a remote evaluation of the device and determined that it failed the operational check. To address this, the dfm100 therapy pca assembly was replaced, which resolved the issue and restored full functionality to the device. Subsequently, the device was returned to use. And no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the operational check has failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.